Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged pump exposed to moisture. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked battery tube threads, cracked case on the battery tube side, and moisture damage in battery tube. Pump¿s history and trace files downloaded successfully using thus software. Pump passed self test and displacement test. However, moisture damage was noted on pcb1 and pcb2. In summary, customer allegation for pump exposed to moisture was confirmed during visual inspection where moisture damage was noted on pcb1 and pcb2 boards. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had been exposed to moisture. Customer stated that there was fluid inside the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.